Manufacturer narrative:
The device was not retained by the hospital for investigation the product was not returned and the root cause could not be determined for this device. Therefore a CAPA was not initiated for this event. This information will be included in trending and future CAPA determinations.

Event description:
It was reported that an arterial cannula caused femoral aortic dissection intraoperatively. Per the form received, intraoperative aortic dissection related to cannulation of the femoral artery. The introducer cannula bevel is too short and the cannula was transformed into "cookie cutter" with intimal lesion. Evolution fortunately favorable at the expense of replacement of the aorta and bypass over the double mitral and tricuspid valves. Event was reported to (B)(4) on dec 19, 2012. No additional information is known. The device was discarded by the hospital